Event description:
Patient had a let leg laid (low activity in disability) for post-operative pain placed [redacted]. Patient was sent home with laid care and teaching. Patient was using restroom and tubing from the nerve catheter when it came apart and fell into the toilet. Mom states she reconnected it back together and taped it to secure it. Patient didn't tell mother at the time that the end had fallen into the toilet. After mother was aware of this event, she brought patient into the ed. It is estimated that the nerve catheter had been infusing for about 4-5 hours. Dr. [Redacted] had me remove the catheter, site wnl [within normal limits], and have ortho team follow up with patient for pain management and possible antibiotics. Patient had order for oxycodone and tylenol for home use. Patient states leg is numb at this time and pain is adequately controlled.